Manufacturer narrative:
The calibration performed on (B)(6) 2022 was within specifications. The qc recovery is acceptable. The alarm trace contained "preclean short", "procell short" and "abnormal aspiration (sample probe)" alarms. After service, no further issues were reported by the customer.

Manufacturer narrative:
The field service engineer (fse) investigated the issue and noted the calibrations were failing. He noted that the issue was caused by a loose vacuum nozzle screw and buildup at the tip of the sample probe. He then tightened the vacuum nozzle screw and replaced the sample probe. The customer performed calibrations and qcs with acceptable results. They performed a 21-cup precision test with acceptable results. The module was verified to be performing within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for about 25 patient samples tested on the cobas 8000 cobas ise module (double). The initial results were reported outside of the laboratory. The reporter stated that they received a notification from one of their clients questioning the ion-selective electrode (ise) results. On (B)(6) 2022, the reporter reran about 25 samples whose initial results were reported on (B)(6) 2022. The sodium initial results were noted to be about 5 mmol/l or higher when compared with the repeat results. The reporter was able to provide 3 examples of discrepant results. Sample ID: (B)(6)- the initial result was 148 mmol/l with a repeat result of 142 mmol/l. Sample ID: (B)(6)- the initial result was 148 mmol/l with a repeat result of 142 mmol/l. Sample ID: (B)(6)- the initial result was 149 mmol/l with a repeat result of 140 mmol/l. The repeat results were deemed correct. The sodium electrode lot number is x4522. The expiration date of the electrode was requested but not provided.